Event description:
The user reported that when they attempted to remove the syringe from the smartsite following a bolus from the upper port, the female luer adaptor (fla) disconnected from the clear casting of the smartsite. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The customer's experience was confirmed. The disconnection occurred because the fla had not been welded to the clear casing. This appears to have been caused by the fla being deformed or damaged after the moulding process and prior to the assembly process. This means that the fla was not completely pushed onto the clear casing prior to the welding process. A review of the production records for (B)(4), lot number 09065168 showed that no quality notifications were raised for failures or quality deviations during mfg.